Manufacturer narrative:
(B)(4). This complaint has not been confirmed following evaluation of the sample received. No issues relating to this complaint were noted during the batch file review. No other complaints have been reported for this batch. The complaint trend is stable for this type of complaint. No root cause relating to the manufacturing process has been determined and no corrective actions have been identified. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s.

Event description:
This is a case report received by baxter (B)(4). The hospital reported on a home peritoneal dialysis patient who was in for training on friday (B)(6) 2010. A minicap was attached and no treatment had been started. The patient came in on monday and the minicap was gone. The nurse changed the device and tried to fasten another minicap. Again, the nurse was feeling some resistance when attaching the minicap. She loosened the minicap a little and it fell off. No patient injury reported. A companion sample is available.